Event description:
The customer reported the defibrillator does not charge anymore. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.